Event description:
During an in-clinic follow-up, post-sensed t-wave over-sensing (pstwos) and decreased sensing variation were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.